Manufacturer narrative:
The device was returned to the design house located in (B)(4) for an extensive engineering investigation. The investigation determined that the system fault 74 was a single occurrence and could not be reproduced during in-house testing. There was no fault found with the returned device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device failed to pass its internal self-test. During the service center evaluation of the device logs, a single occurrence of system fault 74 was also observed. There was no patient injury reported as a result of this incident.